Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown. Customer stated they had full black screen. Customer stated that pump was exposed to extreme temperatures. Customer was advised to stabilize at room temperature. Customer stated the black screen disappears. Customer was assisted in performing self-test and test failed. Customer was advised to change the infusion set and reservoir. The customer was advised to monitor pump.